Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) level was greater than 500 mg/dl. Elevated bg was addressed via manual insulin injection. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.